Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right atrial (ra) lead pacing impedance measuring 2197 ohms. Additionally, there were some stored atrial tachy response (atr) events that exhibited noise and oversensing. The minute ventilation (mv) sensor was oversensing noise therefore, it was deactivated by the signal artifact monitoring (sam) feature. It was also noted the ra lead exhibited high thresholds. The patient did not experience any symptoms. Technical services recommended to bring the patient in for further evaluation. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right atrial (ra) lead pacing impedance measuring 2197 ohms. Additionally, there were some stored atrial tachy response (atr) events that exhibited noise and oversensing. The minute ventilation (mv) sensor was oversensing noise therefore, it was deactivated by the signal artifact monitoring (sam) feature. It was also noted the ra lead exhibited high thresholds. The patient did not experience any symptoms. Technical services recommended to bring the patient in for further evaluation. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.